Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was overdischarged. A physician mode reset was performed, and the ins was charged to 25%. The code was cleared, and the patient was re-educated on recharging. Additional information received from a manufacturer representative (rep). The product was returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.